Manufacturer narrative:
(B)(4). Approximate age of device - 14 days. The patient remains on lvad support with no further issues reported. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange on (B)(6) 2017 due to possible driveline damage. The patient was discharged to home 3 days later. The patient called the vad clinician on (B)(6) 2017 due to the lvad system producing low flow and low speed alarms after being connected to the power module. The alarms resolved when the patient connected the lvad system to batteries. An attempt was made to use a new power module patient cable which still resulted in a low flow alarm. The patient denied any clinical issues during or after the event. The lvad clinician advised the patient to remain on batteries until evaluated in clinic. In clinic, a low flow alarm resulted again when the patient was placed on the power module with a regular cable. The patient was then connected to an ungrounded cable and no alarms occurred. The patient was reported as asymptomatic. In addition, it was reported that the patient also had a ventral hernia repair with marlex mesh placed during the pump exchange. CT of the abdomen showed herniation of the driveline into the hernia site. The patient remains on an ungrounded cable with no further alarms at this time. X-rays were provided to, and reviewed by the manufacturer¿s technical service representative, which did not show any areas of interest. Additional information was requested but not provided.

Manufacturer narrative:
The referenced infection was reported under medwatch MFR report # 2916596-2017-01839. The report of the lvad system indicating low flow and low speed alarms after being connected to the power module was confirmed through the evaluation of the submitted system controller log file. A specific cause for the recorded alarms could not be conclusively determined through this evaluation. The submitted x-rays did not indicate any areas of concern on the driveline. Based on the manufacturer¿s experience from similar reported events, the data recorded in the submitted system controller log file appeared consistent with a potential percutaneous lead (driveline) issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with an ungrounded patient cable and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017 indicated that the patient was admitted for observation. The system controller was exchanged, and the alarms reoccurred almost immediately when the patient was placed on a grounded patient cable. It was noted that the patient was stable and remained admitted for IV antibiotic treatment of known wound infections at the previous driveline site. The healthcare providers made a decision to keep the patient on the ungrounded patient cable as the surgeons did not believe the patient would do well in surgery.